Event description:
Caller reported aviva blood glucose results of 200 mg/dl and 100 mg/dl within "a few seconds". Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.